Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
After surgery, u-lag screw cutout was found. Therefore a revision surgery to bipolar was performed on (B)(6) 2016.